Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) was not able to evaluate or repair the device. The customer cancelled the repair, and no onsite work order was generated. It is unknown what the outcome of the service event was, and no further information was given by the customer. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer reporting the v60 ventilator intermittently does not go into standby mode. The device was in clinical use. There was no report of harm. Investigation ongoing / resolution pending.

Manufacturer narrative:
E1: (B)(6).